Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry distance vision and blurry vision when reading. The lens was exchanged for another lens model 06 months 20 days following the initial procedure. Additional information received and stated that the patient was not hospitalized for the event, patient issues resolved and there was no patient harm.

Manufacturer narrative:
The lens was returned on a small triangular piece of white medical sponge in a ziploc baggie. Solution was dried on the lens. There appeared to be blood dried on one haptic. The optic was cut into two pieces with jagged edges. The lens was returned one portion atop the other. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The root cause cannot be determined for the reported complaint. The lens was returned cut into pieces, typical of an insertion and removal. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power (spherical and cylinder) and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that indicated the lens model (2.25 cyl.) 18.5 diopter (add power +2.2/+3.2 diopter) was removed and replaced with a non-company, 18.0 diopter lens. This information may suggest that the replacement lens model and diopter was an improved selection for this patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).